Manufacturer narrative:
(B)(4).

Event description:
It was reported to cayenne medical that a revision surgery was done on (B)(6) of 2018, to remove a quattro link anchor that was implanted on (B)(6) due to abnormal device migration.

Event description:
It was reported to cayenne medical that a revision surgery was done on (B)(6) 2018, to remove a quattro link anchor that was implanted on (B)(6) due to abnormal device migration.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to a possible use error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.